Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer reported hitting the pump against a cart prior to the malfunction. Customer's blood glucose level was between 54-500 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.